Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump won't turn on and had used new batteries but the insulin pump just wont turn. Customer blood glucose level was unknown. Customer also reported that they had received failed battery alarm. Insulin pump will not be returned for analysis.